Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was never implanted as the programmer was unable to interrogate the device. The device was expected to be at end of service (eos). There was no patient involvement.